Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic) episodes, noise, oversensing and t-wave oversensing (twos). A revision procedure was planned at the same time as the implantable cardioverter defibrillator (ICD) changeout due to end of battery life. During the procedure, there was no reproducibility not only with the test of pressing hands together and pocket compression, but also with the subthreshold pulse at the time of high output pacing, impedance, and the integrated bipolar showed the same waveform as the bipolar. Impedance was almost unchanged during the life cycle, and there were no records of non-sustained ventricular tachycardia episodes. Based on these findings, the possibility of insulation damage was suspected with deterioration of the rv lead over time. The hcp decided not to risk removal; and the use of the rv lead was continued. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.